Event description:
Customer reported via phone, she was sent a 1 mm reservoir instead of the 3 mm . Every time the insulin pump reaches the one on the reservoir it alarms no delivery and doesn't use the rest of the insulin. Customer has to change the set ever three days. Event has occurred two or three times. Blood glucose has been in the 200 mg/dl range. An attempt was done to perform troubleshooting for no delivery, but it wasn't possible due to customer had resolved the issue with a complete set change. Customer was advised to call back when alarm occurs to perform proper troubleshooting. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.